Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) and unknown morphine via an implantable pump for non-malignant pain. It was reported that the patient mentioned meeting the doctor because the pump was positioned on top of their hip instead of somewhere lower or higher, but the doctor did not understand the situation. They went fora second opinion, and they switched their medication to morphine, which made them severely sick (unrelated). The patient noted that the doctor removed all the medication in the pump, and they were told that the pump would be explanted because of ongoing issues with both medication since implantation. They added that the doctor was planning to switch them to oral medication. The patient also noted that the current health care provider (hcp) would "lift" the alarm right now and that they would have to find a new pain management doctor. The patient emphasized being highly sensitive to both dilaudid and morphine. Agent provided the physician's listing via email.